Event description:
The facility representative reported a colleague infusion pump which experienced failure code 808:02 during programming/set-up. Review of the device event history determined that the reported condition interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 808:03. The root cause could not be determined and no repairs were performed, as this is a stay-in device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).